Event description:
Reportedly, during in-clinic follow-up, abnormal atrial impedance values were observed and recorded by the device, showing fluctuations from below 200 o to levels significantly higher than expected. A reintervention was subsequently performed, and the lead was explanted.